Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer stated that he was disoriented and urinated on the insulin pump during the night. The customer stated that the screen on the insulin pump is faint and he is unable to read it. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.